Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the trial worked pretty good, so the patient proceeded with the permanent implant in 2004, however it went badly when they got the permanent ins. The patient noted they have the battery pack and a "wire in their arm". The patient stated that in 2005, the ins "stopped doing everything", and since then it hasn't worked. The patient said that because they were in a wheelchair (unrelated to the device), the ins kept banging on the side of the chair and it "hurts everything". Patient services (ps) asked a date for when the patient first noticed this issue, but the patient did not provide a date. The patient said their reason for calling was to get physician listings, so they were mailed to the patient. No further complications were reported/anticipated.